Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the numbers on their insulin pump were ramping up on the insulin pump. Customer stated, the buttons were unresponsive to stop the numbers from scrolling. The customer also reported the insulin pump would get too hot. Customer's blood glucose was 189 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at reservoir tube lip, reservoir tube window corners and battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker. No pump overheating anomaly noted.